Manufacturer narrative:
The device was evaluated by a zoll technician at the customer's facility and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing without duplicating the report. The multifunction cable (mfc) was scrapped due to excessive wear. The device was recertified for clinical use. The device activity logs were not available for review. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.